Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the pcb board had failed causing the no flow out alarm failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated it failed to alarm. Mmdg did follow up with the initial reporter who stated that the complaint occurred during testing. No other information was provided. [Complaint-(B)(4)].